Event description:
As reported: physician was doing an sac of an mca aneurysm with lvis evo. During lvis evo deployment, physician attempted to re-sheath device for repositioning and could not re-sheath device. Physician was able to bring up the sofia catheter for support and bring the headway 17 advanced microcatheter into the sofia where he was able to re-sheath the lvis evo. Physician completed case with a new lvis evo and a new headway 17 without incident. Patient is stable, no adverse events noted.

Manufacturer narrative:
Correction: model number in d4 was corrected. Items returned for investigation: stent, pusher, microcatheter items not returned for investigation: introducer the pusher was returned advanced into the microcatheter. The stent was advanced out of the microcatheter and fully retracted without resistance during the investigation. The pusher was retrieved from the microcatheter and was found to be bent at the body coil. Imaging review, md: three radiographic images are provided. They were taken of the monitor with a cell phone and are of medium quality. They are not labeled as to time or date. Image 1: ap oblique working projection single shot image with no contrast. A distal access catheter (dac) is positioned in the expected position of the distal cavernous ica. There is a micro catheter in the m1 middle cerebral artery and an lvis evo is beginning to be deployed. Image 2: ap oblique working projection (slightly different than image 1) with no contrast. Same as image 1, but the dac has been advanced to the expected position of the supraclinoid ica. Image 3: ap oblique working projection single shot image with no contrast. Same as image 2. These images do not explain why the stent could not be resheathed. The investigation of the returned stent system found that the stent did not experience resistance when advancing from or retracting into the returned microcatheter during functional testing. The pusher was found bent at the body coil after retrieval from the microcatheter; however, this did not contribute to resistance during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. Imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: physician was doing an sac of an mca aneurysm with lvis evo. During lvis evo deployment, physician attempted to re-sheath device for repositioning and could not re-sheath device. Physician was able to bring up the sofia catheter for support and bring the headway 17 advanced microcatheter into the sofia where he was able to re-sheath the lvis evo. Physician completed case with a new lvis evo and a new headway 17 without incident. Patient is stable, no adverse events noted.